Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 14. On 2022-05-04, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.